Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient suffered a distal tibia fracture and was implanted with one-third tubular plate with collar, lc-dcp 8 hole plate, medial distal tibia plate, lc-dcp 4 hole plate, and cortex screw construct on (B)(6) 2011. On an unknown date, patient reported pain at implant site. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. It is reported that patient was healed and was not revised with any other hardware. This is 15 of 17 reports for this event.